Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beep tones due to high out of range shock impedance measurements alert. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This device remains in service.